Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell off his bike while connected to the pump and the touchscreen became cracked. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (283 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Contact indicated that the customer will continue to use the pump for continued insulin therapy.